Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle leaked and had liquid coming out of the side. This issue occurred during a diagnostic endobronchial ultrasound procedure. There was no reported procedural delay. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.